Manufacturer narrative:
The liquid embolic material was not returned for analysis as it was consumed in the intervention. Attempts to gather additional information has been made, however, we our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Per the onyx instructions for use (IFU): ¿ only use thumb pressure to inject onyx¿ les. Using palm of hand to advance plunger may result in catheter rupture due to over pres surization in the event of catheter occlusion. ¿ do not interrupt onyx¿ les injection for longer than two minutes prior to re-injection. Solidification of onyx¿ les may occur at the catheter tip resulting in catheter occlusion and use of excessive pressure to clear the catheter may result in catheter rupture. ¿ adequate fluoroscopic visualization must be maintained during onyx¿ les delivery or non-target vessel embolization may result. If visualization is lost at any time during the embolization procedure, halt onyx¿ les delivery until adequate visualization is re-established. Testing has shown that over-pressurization and rupture can occur if 0.05 ml of onyx¿ les is injected and is not visualized exiting the catheter tip. ¿ increased resistance to onyx¿ les injection ¿ stop injection. Do not attempt to clear or overcome resistance by applying increased injection pressure. If this occurs, determine the cause of resistance (for example, onyx¿ les occlusion in catheter lumen), and replace catheter. Use of excessive pressure may result in catheter rupture and embolization of unintended areas. ¿ after using a micro catheter with onyx¿ les, do not attempt to clear the micro catheter or to inject any material through it. Attempts to clear catheter may lead to embolus or embolization of unintended area. ¿ if onyx¿ les escapes outside the vascular space, as might occur if the vessel wall is compromised, a subacute inflammatory response to the material may occur. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review of ¿transvenous embolization of ethmoidal dural arteriovenous fistulas: case series and review of the literature.¿ limbucci n, leone g, nappini s, et al. A (B)(6) man had a small incidental ethmoidal davf. Transarterial onyx embolization through the left ophthalmic artery failed because of microcatheter rupture and proximal reflux of onyx resulted in retinal ischemia and acute loss of vision which partially improved after anterior chamber paracentesis. The patient was kept under antiplatelet therapy to prevent thrombosis of the ophthalmic artery. Per the citation: it was noted that transvenous embolization is an effective approach for the treatment of ethmoidal davfs in properly selected patients. Onyx injection through detachable tip microcatheters increases the feasibility the intervention.